Event description:
It was reported that an animal underwent an ovariohysterectomy on (B)(6) 2014 and suture was used. Postoperatively on (B)(6) 2014, it was noted that the suture broke.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.